Manufacturer narrative:
Product event summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood and the helix was able to be extended and retracted within specifications.

Event description:
It was reported that during the implant, the physician attempted numerous positions after extending and retracting the screw numerous times and felt there may be something in the screw (tissue). The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.